Manufacturer narrative:
No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump alarmed 'no disposable'. The cassettes were used with 2 pumps. The alarm occurred after less than 15ml infused. No patient injury was reported.